Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance, oversensing, noise and possible fracture. It was also reported that the lead was pulled back from the rv apex. The lead was capped and replaced. No patient complications have been reported as a result of this event.